Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion during therapy not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm. Customer's blood glucose value was unknown at the time of the incident. Customer had received insulin blocked alarm for over 4 weeks now, she had tried so many different infusion sets from different boxes and insertion places but alarm still occurs when she takes bolus. Customer stated that insulin did exit when fill cannula. Customer stated the tubing was not bent or kinked. Customer states they had tried all remedies. The device will be return for analysis.